Manufacturer narrative:
Evaluation: results - inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (stenosis and calcification). Deformation problem. Conclusion - known inherent risk of a procedure (stent deformation). Device failure related to patient condition (stenosis and calcification). (B)(4).

Event description:
It was reported that the physician was attempting to treat a calcified lesion in the rca exhibiting 90% stenosis. The device was prepped prior to use. During the surgery, the lesion was pre-dilated once at 12atm. It was reported that the endeavor resolute stent failed to inflate and could not be deployed. The physician changed to a new device to complete the surgery. Evaluation summary patency of the inner lumen was checked when a 0.015¿¿ mandrel was passed through the inner lumen, the mandrel passed through with no resistance noted. There were no kinks noted on the delivery system. The distal tip appeared stubbed. The stent was present on the balloon between the markerbands. The 1st distal segment on the stent appeared damaged, with raised struts. The 5th distal segment also had evidence of slight misalignment. The middle section of the stent had no evidence of damage. The proximal section of the stent had no evidence of damage. The device was inflated to nominal pressure (9atm) and it maintained pressure, with no anomalies noted. The device was inflated to rated burst pressure (16atm) and it maintained pressure, with no anomalies noted. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).